Event description:
Device 2 of 3. Manufacturer report number for device 1 of 3: 1627487-2019-07014. Manufacturer report number for device 3 of 3: 1627487-2019-07019. It was reported that although effective coverage was established in every pain area, the patient stated that the system was not helping her pain. Surgical intervention took place on (B)(6) 2019 to explant the scs system.